Event description:
It was reported the patient presented in clinic for follow-up. Interrogation of the device revealed the right ventricular lead oversensed noise, which triggered pacing inhibition. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.